Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. Additional information was requested, and the following was obtained: please provide more details for "staples were not stapling properly". Were any staples delivered into the tissue at all? A half of staples were delivered. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? A half of staples were delivered. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? The half of stapes were missing.

Manufacturer narrative:
(B)(4). Date sent 11/7/2025. D4 batch #159d89. Corrected data d4: UDI# investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired with several b-formed staples on the reload deck and the reload deck damaged on the distal end. The swing tab returned in the locked position and a piece of tissue returned with some b-formed and one malformed staple. Also, nicks were noted on the knife. This consistent to the device was fired over excess of tissue or a hard object and the scratches on the reload pan may have been caused by the reload loading technique, when the cartridge slide. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 159d89, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a colectomy functional endo to end, there was no problem until the 3rd firing, but the device did not work at the 4th firing when the lever was moved about halfway and stopped moving, and the doctor managed to move the lever by force, but the staples were not stapling properly in the middle. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "staples were not stapling properly". Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Additional event information: could you please tell us about the surgical procedure in this case and the area where the product was used? This case was laparoscopic colectomy, colon reconstruction. Was there any bleeding or tissue damage at the time this event? No, there was not. Were there any changes to the surgical procedure (e.g. Adding a port hole, extending the incision, etc.) When was additional suture performed? Additional suture was performed. The linear cutter was stopped using and reconstruction was performed by hand suture. Are there any problems with the patient's condition after the surgery? No, there is no impact on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.